Manufacturer narrative:
As the complaint products were not returned, I-sens analyzed the cause of the low readings using a meter of the reference meter of the same model and strips of the same lot. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%) which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Customer compares readings from the dexcom and the relion premier classic meter every time, so when the readings were so off, she knew that the classic meter was not reading correctly because she knows how she feels when she has low blood glucose. She is no longer going to compare readings until she receives the new meter. She started having this issue sunday morning, (B)(6) 2022. Strips were opened on (B)(6) 2022. Stored in the case in her kitchen/dining room and it is cool and dry. In one instance her dexcom showed 99 and classic showed lo. Caller went and had lunch at 11:51 am and dexcom showed 114 and classic showed 23. At supper, at 3:49 pm, dexcom gave reading of 300 and classic showed a reading of 35. At 9:11 pm, dexcom gave a reading of 92 and classic showed 22. On (B)(6) 2022, at 5:14 am, dexcom gave a reading of 135 and classic showed 26. All these comparisons are outside of zones a & b in parkes grid. She is using different blood samples for each test. Replaced meter, strips and sent rl.

Manufacturer narrative:
I-sens analyzed the cause of the low readings using the returned meter and strips. The control solution test results with the returned meter and normal strips were within the standard range, and the cv% was within the acceptance criteria (below 5%) which satisfied the internal standard in I-sens. Therefore, it is judged that the meter operated normally. However, as a result of checking the returned strips, strips presumed to be from another lot were mixed in the bottle (the code on the back of the strip was different). And blood was injected into most of the strips. In addition, the control solution test results with the normal meter and retained strips of the complaint lot were within the standard range, and the cv% was within the acceptable criteria. Therefore, it is presumed that the problem of low readings occurred due to misuse by the user. If the blood inlet of the strip is contaminated, various problems, such as error messages and incorrect readings, may occur.